Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the patient's purchase location, (B)(6) to the manufacturer as relayed by the patient's lawyer. It is reported that the patient was admitted for hospitalization for the treatment of fungal keratitis in the right eye (od). The patient was first seen at (B)(6) ophthalmological clinic. A report provided by (B)(6) hospital states the patient was seen (B)(6) 2022 with conjunctival injection, descemet's folds and inferior and irregular corneal infiltrate without anterior chamber irritation or hypopyon. Fungal keratitis was suspected, and the patient was started on ciloxan, tobramycin, and voriconazole. The contact lenses and a corneal swab were sent for microbiological examination but results were still pending at the time of discharge. The patient was discharged (B)(6) with a follow-up visit scheduled for (B)(6). Microbiological lab results, data (B)(6) 2022, were provided to the manufacturer and indicate the presence of fusarium keratoplsticum. No further information provided on the event or treatment received at (B)(6) ophthalmological clinical. The legal documents received further state that various unsuccessful treatments took place at the (B)(6) ophthalmological clinic and the patient was referred to the university hospital (B)(6) for further treatments. No information provided on presentation, treatment, or resolution of the event at university hospital (B)(6) has been provided. As of the date of manufacturer awareness legal documents state the event is unresolved and treatments are ongoing, though permanent reduction or loss of vision in the right (od) eye is anticipated. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported due to the indication of hospitalization and anticipated permanent injury to the end user. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was initially reported under (B)(6) 9614392-2024-00030 on (B)(6) 2024 in an abundance of caution due to the indication of hospitalization for the treatment of fusarium keratoplasticum keratitis and anticipated permanent injury to the end user. Additional medical information was received on 04 february 2025 from end user's solicitor. The documents included a medical letter from (B)(6) dated (B)(6)2024 which indicates that the patient was admitted for care from (B)(6) 2024 for edta abrasion, a procedure used to treat band keratopathy, noting that patient has a history of ra band keratopathy diagnosed in (B)(6) 2023. It is unclear if this is related to the reported fungal infection. The documents also confirm the previously reported diagnosis of contact lens associated fungal keratitis (fusarium keratoplasticum) diagnosed in 2022. The documents also indicate that the patient was prescribed a variety of antibiotics and anti-inflammatory medications during treatment with several medical visits occurring between (B)(6) 2022 and (B)(6) 2024. No further information received for the various treatments, interventions, or patient status beyond (B)(6) 2024, it is unclear if the treatments are ongoing and what the patient resolution is, though permanent injury remains anticipated per the legal letter received by the manufacturer. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Additional medical information was received. For updated data refer to the following sections: (a2), (a4), (b3), (b4), (b5), (e1), (e2), (e3), (g2), (g3), (g6), (h2), (h11). No root cause could be established. The relationship between the coopervision device and the incident remains unconfirmed.

Manufacturer narrative:
Device sample received and analysis complete. For updated data refer to the following sections: (b4), (b6), (d9), (g2), (g6), (h2), (h3), (h6), (h11).